Event description:
Initially it was reported on (B)(6) 2011 the pump contained gablofen 2000 mcg/ml at 1155 mcg/day. A volume discrepancy was noted: the pump's actual residual volume was 6 mls, the expected volume was 3 mls. The patient experienced underdose symptoms: increased spasticity. There were no pump alarms. It was later reported (by the initial reporter) that the pump contained lioresal 2000 mcg/ml at 1000 mcg/day. In addition to increased spasticity, the patient experienced itchiness. X-ray imaging to the pump system was performed (B)(6) 2011 and revealed mild migration of the catheter tubing; the tip of catheter was at the t8 level. It was noted the patient refused a catheter dye study and CT scan. The cause of the event was attributed to a suspected kink in the catheter. The catheter issue was located at the proximal/distal connection. The patient's symptoms resolved with administration of a bolus. The patient outcome was reported as no injury as well as non-serious injury/illness.

Manufacturer narrative:
Catheter model 8709sc, lot# n185825022, implanted: 2009-(B)(6), explanted: unk.